Manufacturer narrative:
Unit received with broken off end cap, minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that the back of insulin pump fell out and pump fell apart. Customer reported that insulin pump was glued and taped together. Customer's blood glucose was 199 mg/dl. Customer was advised that insulin pump would need to be replaced.